Manufacturer narrative:
H3: analysis of the device found visually, the adhesive around the clamp shell was uneven and the red with white stripe electrode was exposed and not fully insulated with adhesive. Functionally, the measured resistance values were as follows: 24.4 ohms (blue), 26.2 ohms (blue with white stripe), 31 ohms (red), and 28.5 ohms (red with white), all of which were within the specification of being under 200 ohms, per the assembly drawing. ¿ per the product instructions, adhesive is to be applied on top of the clamp shell ensuring the four wire harness crimps are coated with uv adhesive and around the distal end of clamp shell and trivantage tube interface. In the returned condition, there was an out of specification condition identified. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare provider (hcp) reported that they have a defective endotracheal tube that was not recognized by the nerve monitoring unit. They didn¿t want to extubate and reintubate the patient to confirm that it was the tube but they felt that it could very well be when it failed with 2 machines. There was no known patient impact. On follow-up, it was reported that there was no patient impact.